Event description:
Customer reported that the numbers on the insulin pump were scrolling without input during a bolus. The blood glucose reading was 145 mg/dl. She stated that the insulin pump may have been exposed to moisture. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.